Manufacturer narrative:
The device was returned for evaluation. Microscopic examination was performed and found the lens missing a haptic. Based on the available information, user related factors such as loading or handling techniques and/or procedural factors such as lens and inserter interaction might have contributed to the event.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly, during implantation of an intraocular lens (iol) into the left eye, it was reported a haptic was missing from the iol. The iol was removed, a vitrectomy was performed, and the same model and power backup iol was implanted. Additional information was requested, but not received.